Event description:
Information was received, from a patient via manufacturer representative (rep). Who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that the rep was notified by patient. And is reporting an error on screen, as well as issues recharging. Controller will prompt that "batteries are low and to replace batteries soon". A reset of the controller was done, but issue persists. Controller will deplete, while recharging, but ins does not go past 30%. Patient also reports, that at one time the controller screen illuminated all white. Caller was able to confirm, with patient that a lithium battery is in the controller. And they did not use aa batteries. The caller was not with the patient. Technical services (ts) reviewed, that the issue could be a either the recharger (rtm) or controller, but we would need more information. And possibly, try to troubleshoot with patient over the phone. Advised to have patient call into patient services (ps) to troubleshoot further. And determine, if a replacement is needed. Patient (pt) reported, that yesterday, they were charging their implant and software problem displayed (pt did not capture details of software problem) and the screen also went completely white. Pt reported, that they reset the controller and the issue seemed to resolve, but then, while charging their implant, system problem rm05 displayed. Pt also mentioned, that replace batteries message displayed as well. Patient services (ps), walked pt through removing the battery pack and plugging controller into the ac power cord. Pt confirmed, controller powers on. Pt inserted the battery pack and confirmed, controller is 70% and implant is depleted. Pt then connected recharger and confirmed, charging excellent. After a few minutes of charging the implant, pt confirmed, that the charge session stopped and system problem rm05 displayed again. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt also mentioned, that they have been dealing with back pain since 2014. And that during, their trial pt noticed, at least 60% relief from symptoms. Pt noted, they are very happy with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed, controller won't power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.